Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gone to the hospital due to low blood glucose on (B)(6) 2019. Customer does not recall the blood glucose value at the time of hospitalization. Customer experienced symptoms such as passing out and foaming at the mouth. Customer was treated with fluids and received a CT scan. Customer was released from the hospital on the same day. Customer did not mention if auto mode was active at the time of incident customer reported of being hospitalized at other times but does not remember details in order to report. Insulin pump is not expected to return for failure analysis.